Manufacturer narrative:
The software investigation found that the alleged inaccuracy was acceptable for the user to proceed with navigation. Pointmerge was also suggested as an alternate means of registration. The software does remind the user periodically to verify accuracy by navigating at known anatomical landmarks. Software and system behaving as designed.

Event description:
A medtronic rep reported that the surgeon was off by 2mm on the pt's right outer canthus after completing tracer registration. Discussed completing a point merge registration. The surgeon matched the points with a 2.2 mm predicted error. The surgeon checked the accuracy and felt accurate on the outer canthus. The case was continued using navigation with no impact to the pt.